Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 60 (mg/dl) range. Reportedly, the cause of the low bg was unknown. To treat impacted bg level, the customer ate something and gave himself an injection.

Manufacturer narrative:
On (B)(6) 2017: a review of the pump logs indicated low blood glucose (bg) levels were not confirmed on (B)(6) 2017 or the surrounding days. The user made a bolus request at 3:07 pm in the afternoon at the peak basal rate setting of 0.8 units per hour. The user made the bolus request without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.